Event description:
It was reported that the subject device had video feed which was not functioning. The issue occurred during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had video feed which was not functioning. The issue occurred during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and corrections. Updated fields: d9, h2, h3, h4, h6, h11. Corrected fields: e1 - facility name, e1 - address 1, e1 - city, e1 - postal code, e1 - email, e1 - fax number null, e1 - phone number. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image displayed, the device has dents on the distal edge, scratches on the outer tube and loose light guide adapter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video feed not functioning" was confirmed due to no image displayed. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.